Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl) with trace ketones. The customer stated the cause of the elevated bg level was unknown. A manual injection and site change was performed to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.